Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging a battery indicator on her one touch ultra 2 meter. A medical surveillance specialist (mss) was unable to get in contact with the patient and sent a letter to the patient to obtain further clinical information. The following is based on the initial call placed by the patient. The patient mentioned that the alleged issue with her meter began on the evening of (B)(6) 2011. Due to the alleged issue, the patient was unable to test and approximately 30 minutes later, the patient developed symptoms of "hi blood sugar". The patient ate less food/ drink and did not seek any further medical attention or contact her physician for assistance. This is not the first time the product is being used. The batteries needed to be replaced; however, the patient did not have replacement batteries. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, detailed information about the symptoms and how long symptoms lasted. The product was replaced. The complaint is being reported since the patient alleged that due to the battery indicator, she was unable to test her blood glucose and later developed symptoms of "hi blood sugar".